Manufacturer narrative:
The investigation into the reported thrombus was completed. The device was not returned for evaluation. Analysis of the field logs did not reveal any high motor current event indicative of clot ingestion or suction alarms while the pump was operational. The pump flow was within specification throughout support. Additionally, returned field images confirmed biomaterial in the outlet and inlet. Based on the available information, the root cause of the reported event is biomaterial pulled into the pump during explant. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 17-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced thrombus. After removal of the device for heart transplant, significant clot burden was found in the cannula. The pump ran with excellent flows and without problems up to explant. There was also clot formed noted within the ventricle of the native heart post-removal. No further information was provided. There were no reports of harm to the patient.